Event description:
As a result of a 2006 left knee replacement using the exactech knee, I was experiencing pain as well as stability problems for approximately a year. My surgeon explained that in 2006, the hospital for special surgery -(B)(6)- used a high flexion knee from exactech, but they stopped using that specific knee because of problems with the knee loosening. My diagnosis was loosening of left knee replacement. I had to undergo an additional surgery on (B)(6) 2010 at my expense and pain and suffering to repair the problem of a loose left knee. A revision was done by removing a 9 millimeter plastic disk and replacing it with a 13 millimeter disk. Several trips to doctor for appointments including x-rays, MRI, taking the drug actonel.